Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformities noted. The events of capsular contracture, baker grade unknown and swollen lymph nodes are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown and swollen lymph nodes.

Event description:
Patient reported left side capsular contracture, baker grade unknown, pain down left arm and fingers. The following were determined to be not related to the device, swollen lymph nodes, rash on both arms, night sweats, nausea, and swollen neck. The device remains implanted.